Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture surgical intervention, medical device removal and loss of anatomical alignment after fracture reduction. H3, h4, h6: manufacturing location: elmira / packaged, sterilized and released by: monument, manufacturing date: 13-nov-2019, expiration date: 30-sep-2029, part number: 04.038.385s, tfna fenestrated helical blade 85mm -sterile, lot number: 25p1010 (sterile), lot quantity: (B)(4). Note: helical blade was manufactured by elmira; lot number 22p7948. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16849 supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon statically locked the trochanteric fixation nail advanced (tfna) fenestrated helical blade 85mm sterile. Post-operative follow-up films show that the helical blade has collapsed and the patient has lost some reduction causing a delayed union. It is unknown if the procedure was completed successfully. It is unknown if there was a surgical delay. Patient outcome was unknown. This (B)(4) pertains to case 1 and complaint is reference to the this (B)(4) for the other case. Concomitant device reported: 11mm/130 deg titanium cannulated trochanteric fixation nail advanced (tfna) 420mm/right - sterile (part# 04.037.162s; lot# h234696, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).